Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle hub had a crack which caused the immunization to "shoot out from the side of the hub", resulting on not administering to the patient. There was patient involved, but no patient harm/adverse event was being reported.